Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the lead was removed and replaced due to high impedance and dislodgement. No patient complications have been reported due to this event.